Event description:
The svc report shows that the audible alarm would not sound. The nellcor puritan bannett customer support engineer verified the no alarm condition. The customer support engineer inspected the device and adjusted the loose ground and alarm wire that connects onto the front panel display "pcb". The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.